Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: a2 (age), a3a, a3b, b5, d10. Corrected: g1 and h6 (health effect - impact code and health effect - clinical code) h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h4, h6: the product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation of " 03.108.005, k-wire ø2.8 w/spade point tip" can not revealed the reported condition. As, the provided evidence was not sufficient to confirm the reported event of unable to assemble or disassemble. Functionality issues can not be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the k-wire ø2.8 w/spade point tip would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part: 03.108.005. Lot: 9890p46. Manufacturing site: balsthal. Release to warehouse: 24-apr-2024. A DHR evaluation was performed for the finished device article # 03.108.005 lot # 9890p46, and no non-conformances were identified.

Event description:
Additional information received states that there was a 40 minutes surgical delay and the patient was in good condition.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported on november 16, 2024 device does not pass the kirschner needle 2.8 c/spatula tip through one of the holes of the guide block p/torn 5 p/ pl hip lcp pe. The surgeon had to modify his surgical planning and place a pediatric plaque of 3.5.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.